Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 3-2 pockets in row e failed. A field service engineer (fse) identified a bent pin on the drawer controller board, straightened the pin, cleaned the contacts, secured the connections, and tightened the hard stops. The fse then tested in the hardware testing application was successful, and the customer verified that the unit was operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, storage space could not be recovered. Drawer 3.2, specifically all cubies in row e, displayed a "device not detected on bus" error. Multiple reset attempts were performed; however, the issue persisted and was not resolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.